Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bariatric procedure. Loaded the reload onto the manual stapling handle but the jaws would not close. The surgeon able to press the green button but it would not advance and was not able to squeeze the handle. There was no patient harm.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bariatric procedure. Loaded the reload onto the manual stapling handle but the jaws would not close. The surgeon able to press the green button but it would not advance and was not able to squeeze the handle. To resolve the issue, they got a new reload. There was no patient harm.